Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off while the customer was not using the pump. The pump was connected to a power source and was able to be turned back on. The customer's blood glucose (bg) level was 250 (mg/dl). The customer stated no insulin was taken to address the elevated bg level. The customer watched what food that was consumed to prevent bg level from increasing. During troubleshooting with tandem technical support, it was determined that the pump was charged to 100% four days prior to shutting off. Reportedly the customer would continue to use the pump for insulin therapy.